Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) went from an mol1 (middle-of-life) to eri (elective replacement indicator) battery status in three months. No patient complications were reported and a device replacement is scheduled.,